Event description:
Worn poly bearing. Implanted about 15 yrs prior. General wear and tear. Product discarded.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.